Manufacturer narrative:
No further info is available on the repair of the bed at this time.

Event description:
The account alleged the brake would pop out of brake mode if the bed was shaken. No pt impact.